Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a certas valve was suspected of occlusion ad was revised after a week. During the revision surgery, the siphonguard bent. It will be returned.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted, the silicone housing was torn around the siphon guard, and the ruby ball was dislodged. The valve was tested for programming and passed. The siphon guard was removed and tested and passed. It was not possible to test the valve for leaks, reflux, or pressure, due to the damaged valve. The valve was dismantled and examined under the microscope at appropriate magnification. Some marks on the needle guard base were noted (possible marks from a needle) these marks were noted near the ruby ball. It was also noted that the seat of the ruby ball has been scratched as well. Review of the history device records was not possible as the lot number was unknown. Tbased on the results of the investigation, the reported issue was confirmed. The root cause for the raised needle guard could be due to handling, as noted in the instructions for use, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. The root cause for the damage silicone house is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low cut tear resistance. The root cause for the dislodged ruby ball, could be due to being pushed out of place by a needle. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.